Manufacturer narrative:
Service history was reviewed for the system. A service record relevant to the reported complaint was found. The company representative was able to address the issue with the customer remotely. As such, the console was not serviced on-site. Based upon the information provided at this time, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based upon the information provided at this time, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that ophthalmic console had power on and off problem. The procedure details are not reported. There was no report of patient harm. Additional information received indicated that after setting up the machine, the machine was powered and was left. Afterwards it was found off and did not switch on. There was no patient involvement.